Event description:
It was reported that pump experienced recurring malfunction alarms, including malfunction 7, with no notable events occurring beforehand and with at least three prior occurrences on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump.